Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was a no image issue on the monitor screen with 180 and 150 series scopes due to a faulty patient board, and the equipment could not be turned on due to a defective power switch. Additional findings included a rusty wire, a crack on the front panel, and the net spacer was found to be damaged; these additional findings would also require repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service officer reported (on behalf of the customer) that while using the evis exera iii video system center, there was a no image issue when the device was connected to 180 and 150 scopes (the image appeared when connected with 190 scopes). The issue occurred during reprocessing, and there was no procedural or patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image with the series 180 and 150 scopes occurred because of a faulty patient board set. Probable causes of the faulty patient board set include: the device was manufactured prior to the design change of the dr printed circuit board that was implemented to prevent reoccurrence. A connection failure with the video connector failed occurred. However, a final root cause was unable to be identified. Additionally, it¿s likely the device was unable to power on because of a faulty power switch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the equipment could not be turned on due to a defective power switch. This report is being submitted for the loss of image, as well as the equipment not powering due to a defective power switch.